Event description:
Customer reported that the screen on their pump was cracked or shattered, rendering it unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump could start, charge, and be recognized by a computer, but the screen remained black. A replacement pump was arranged, and the original device was expected to be returned for further inspection.